Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a mast tlif surgical procedure. It was reported that 2-3mm of the guidewire broke off in the vertebral body while the surgeon was removing the tap. The portion of the guidewire that was in the vertebral body was not retrieved. No additional patient complications were reported.